Event description:
A customer reported that the equipment did not prime and locked prior to a vitrectomy procedure. The pt was in the surgical room and had received peribulbar anesthesia. There was no harm to the pt, but the procedure was cancelled.

Manufacturer narrative:
The company rep examined the system and performed verification of the system. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of the system's event log for the date of (B)(6) 2013 was able to confirm the reported event of "would not prime." The event log review showed multiple instances of system messages - [infusion prime nonconformity] that did not allow the priming sequence to complete on (B)(6) 2013. There was no sample returned for eval and no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).